Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. The medical records allege that, after ten months of a patient underwent port implantation procedure. The patient presented to the emergency department with the complaints of pain and swelling in his right arm and progressively got worse. He was suspected to have an upper extremity deep vein thrombosis. On the same day ultrasound duplex upper extremity showed interval development of nonocclusive thrombus within the lower right internal jugular vein behind the valves. Interval development of nearly occlusive thrombus within the medial right subclavian vein where the catheter is visualized. The upper extremity deep vein thrombosis, likely provoked from port catheter versus hypercoagulable state due to cancer. The location of the deep vein thrombosis is in proximity of the patient¿s catheter. Patient was advised to continue heparin during hospital stay. Vascular surgery is following and the deep vein thrombosis not fully occlusive and has not had extensive extension into the arm. Vascular surgery recommended to remove the port. And two days later, patient underwent port explant procedure due to no longer requires and evidence of deep vein thrombosis. The previous incision was injected with local, and incision was made approximately 5 cm. Using cautery, dissected down the fibrous capsule around the port which then dissected free blunt, two suture were removed that were tacking the port down and the port and catheter were removed in its entirety. Therefore, the investigation is confirmed that the patient experienced thrombosis. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that ten months and seven days post a port placement via the right subclavian vein, for the treatment of tongue carcinoma, the patient allegedly developed occlusive thrombus within the medial right subclavian vein and deep vein thrombosis in proximity of the catheter. Reportedly, the port was removed. However, the current status of the patient is unknown.